Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio found the on/off button to be functioning intermittently and the keypad was peeling, and the battery pins were worn. The keypad and battery pins were replaced as a precaution. Additionally, the customer's old batteries were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer. Root cause of the issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shuts down. There was no patient use reported with the event.